Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. A new pacemaker was implanted. No further information was provided. No additional adverse patient effects were reported. This pacemaker is no longer in service.